Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history was conducted for the purpose of this investigation. The devices used during the procedure were not returned to assist with the investigation. Additional information received on (B)(6) 2015, the user states that the cook device did not the cause the svc tear. The user indicates that being unable to reach the lead tip with non-active conventional as well as active-fixation liberator due to internal damaged of the lumen of the lead, due to prior manipulation from a third-party, left out the possibility of optimal lead tip control of any available extraction sheath. The user was able to fully extract that atrial lead with the combination of liberator, bulldog, and 2 one-tie to secure the lead and avoid a full fracture of the lead body. A 13f evolution r & l was used which allowed the user to fully remove the (B)(4) year old atrial lead. The advanced age ((B)(6) yo), poor patient`s cardiovascular conditions and delay to enter in total cardiopulmonary by-pass (cpb), all three created a "perfect storm" situation leading to superior vena cava tear and right lung collapse. Per the complaint description, a series of cook devices were used in an attempt to remove multiple pacemaker leads. During the procedure, the svc was torn and the patient died. Per information in the complaint description and the user's statement, there is no evidence that a cook device caused this event. Because the device lot numbers were not returned, a review of manufacturing records could not be performed to confirm that no nonconformities were present in the devices. However, because of the nature of the lead extraction procedure, an adverse event could happen with devices free of anomalies and independent of user technique. Based on comments in the complaint description, there is no evidence the devices contained nonconformities.

Event description:
A (B)(6) year old, lvef (left ventricular ejection fraction), (B)(6), very large biatrial enlargement, a (B)(4) year old crt-p (triple chamber resynchronize) with prior manipulation of the system by a third party. During the procedure, all 3 leads were liberated and a capsulectomy was performed. Initially the user used standard guide wires to evaluate the lumen of each lead after knowing of the prior manipulation (53cms-atrium, 58cms-ventricle and 85 cms-for cs (coronary sinus) lead). The user was not able to reach the lead tip. Under fluoroscopic and tee (transesophagic echocardiogram) imaging the user was able to bring the cs lead with the 85 cms standard guide wire to the right atrium; but not beyond that. This was followed by atrial lead, as the second lead, but the user could not progress with the liberator beyond a site located between left subclavian and innominate vein, so the user attached a bulldog with one-tie (1 distal and 1 proximal) requiring a 13f evolution because an 11f shortie won't allow the passage of this combination. The user managed to progress towards the dilated upper right atrium and extracted, in full, this atrial lead. After this first atrial lead removal the patient had a sudden drop in co2, blood pressure and evidence of right lung collapse. A chest tube was immediately placed on the right side without total expansion of the r-lung and total recovery of co2. The user requested to urgently proceed with cpb (cardiopulmonary bypass) but, unfortunately, this critical step was delayed for several reasons, and to summarize, it took an amount of time to go into cbp . A tearing of the svc was noted. The patient expired after the surgical team's attempt to stabilize.